Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was above 400 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer treated with insulin pump and manual injection. Troubleshooting was not performed. The product will be returned for analysis.